Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a posterior cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the left and right common femoral arteries using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, on the right side, 2 proglide devices failed when the plunger was removed [suture retrieval issue]. On the left side, 1 device failed when the plunger was removed [suture retrieval issue] as the nodes were externalized. A new proglide device was successfully pre-placed on each side. The sheath was upsized to greater than 8.5f, and the aaa procedure was completed. Hemostasis was achieved on each side with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.